Event description:
It was reported to tyco healthcare/kendall that a customer experienced a problem with the needle. The customer reported that upon administering a local anesthetic the needle appears to have broken off the hub and lodges in the mandible of the pt.